Event description:
It was reported that a spectrum pump experienced sys error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd the device. The evaluation is not complete. When evaluation is complete, a supplemental report will be submitted.